Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 8mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts distal part got flared. The procedure was completed with this device. No patient complications nor serious injury were reported.